Manufacturer narrative:
Evaluation summary: customer report was confirmed. Connection between male connector and pressure tubing, bonded to sampling site, was detached. This part is purchased from (B)(4), not edwards product. The connector located at the proximal side of the kit. Indication of bonding solvent was present at small part of tubing bond area. Damage occurred on patient side of the kit.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed, concentric target lesion was located in the moderately calcified, severely tortuous right coronary artery (rca). A non-bsc 6 fr guide catheter along with a choice floppy guide wire were advanced through the right femoral artery (rfa). The lesion was then pre-dilated with a maverick 2.5x15mm balloon. Next, a taxus liberte' 3.5x16mm stent was advanced in the vessel but would not cross the lesion. When the stent delivery system was removed from the patient it was noted a stent strut was damaged. The procedure was completed with another of the same device and also a taxus liberte' 3.5x12mm stent. No patient complications were reported and the patient status was reported as stable.

Event description:
It was reported that the connection between the tubing and the connector was detached when the patient pulled the line during use which led to blood leakage. No patient injury was reported.